Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 failed to open and required maintenance. The station was rebooted and storage recovery was performed, however, the issue remained unresolved. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2 failed to open. A field service engineer (fse) replaced the faulty open/close sensor and removed a broken screw securing the sensor bracket to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.